Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp via a representative. They believed the bulge was due to a cerebrospinal fluid (csf) leak, but the hcp did not clarify. The patient believed there was a hole in the catheter, though their doctor said there was not.

Event description:
Information was received from an hcp (healthcare provider) via a company representative regarding a patient receiving prialt (25 mcg/ml at 2.2 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015, it was reported that the patient had been complaining of increased pain in her belly/back for the last couple of weeks. The patient had been recently implanted in (B)(6). The home health representative took a picture of the patient¿s back when they went to increase the dose last week. The patient saw her physician the next day and was admitted to the hospital. A CT scan was done on (B)(6) 2015 and there was a hole in the catheter. A catheter revision was planned for (B)(6) 2015. The patient status was reported as ¿alive-no injury¿. On (B)(6) 2015, it was reported that beginning on (B)(6) 2015, the patient had increased pain, couldn¿t sit up/walk. There was a bulge at the anchor site. During surgery, the neurosurgeon sutured a hole in the fascia. No programming changes were made and they did not touch the catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(4) 2016 from a healthcare professional and it was reported that the patient had swelling at the lumbar site of the catheter since the initial implant.